Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump stopped delivering insulin and the customer received a message stating that "the cartridge was not on correctly." Reportedly, the cartridge was placed onto the pump correctly. Contacted stated the message was cleared and insulin delivery was resumed. There was no impact to customer's blood glucose level.